Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt) with shortness of breath and rapid beating 12 days after the device and leads were implanted. The vt was successfully treated by the device with anti-tachycardia pacing (atp). The patient experienced another episode of vt with 12 non-sustained tachycardia episodes 3 days later. Although in the close proximity to the implant procedure, it is unknown if the vt is related to the implant procedure. The patient was started on amiodarone and the device and leads remain in use. No further patient complications have been reported as a result of this event.